Event description:
Per the clinic, the patient experienced extrusion of receiver-stimulator through the scalp (specific date not reported). The patient subsequently underwent revision surgery on (B)(6) 2026, during which the receiver-stimulator was repositioned from a lateral temporoperiosteal location to a subperiosteal position. The implanted device remains.